Event description:
It was reported the patient is experiencing pain at the ipg site due to the device has flipped in the pocket. As such, the patient will undergo surgical intervention on a later date to address the issue.

Event description:
Follow-up information revealed the patient underwent surgical intervention on (B)(6) 2019 wherein the ipg repositioned and sutured down.